Manufacturer narrative:
Result: the 5max ace catheter was fractured approximately 3.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace catheter was being removed from the packaging hoop and a crack was noticed. Evaluation of the returned product confirmed that the proximal shaft of the 5max ace catheter was fractured underneath the strain relief. This type of damage typically occurs if the product was not handled properly. If the product was removed from the packaging hoop at an angle using force, damage is likely to occur. These devices are 100% visually inspected for damaged during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While removing the 5max ace reperfusion catheter from the protective hoop, a fracture was noticed at the hub. The 5max ace reperfusion catheter was not used in the procedure. A new 5max ace reperfusion catheter was used and the the patient was well.